Manufacturer narrative:
The device was returned for analysis. The reported deployment problem was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional nine proglide devices referenced are filed under a separate medwatch report number.user facility medwatch #(B)(4).

Event description:
User facility medwatch report (B)(4) received that states: the perclose proglide 6f that was prepared and ready to use during the endovascular abdominal aortic aneurysm repair, was not working properly. The team opened several pieces that were not working. Subsequent to previously received report, additional information was received: it was reported that suture placement in the left and right common femoral arteries was being performed with proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, multiple attempts were made to place a second proglide suture, but the perclose proglide closure would not take [unspecified deployment issue] with ten devices. Another proglide suture was ultimately successfully pre-placed. The sheath was upsized to 9f and the evar procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures bilaterally. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.